Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to occlusion. Customer received normal third party assistance and administered manual injection to address bg level. Customer changed pump supplies to address the issue.